Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery (surgical history: breast incisional biopsy: 2014. Laparoscopic salpingectomy: (B)(6) 2019 sterilization system implant, transcervical and delivery device), parity 1, multi gravida and overweight. Previously administered products included: valganciclovir, ketoconazole, medroxyprogesterone, valium, toradol, benzoyl peroxide, dilaudid and ketorolac tromethamine. Past adverse reactions to the above products included: skin rash with benzoyl peroxide, low blood pressure with dilaudid and dizzyness with ketorolac tromethamine. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 913 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.654 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: indication: low-pressure essure confirmation. Technique: date of last menstrual period was reviewed and a negative urine pregnancy test performed within 24 hours was confirmed. The patient was placed supine on the fluoroscopic table and a speculum was placed within the vagina. Once the cervix was localized and cleansed with betadine, an hsg catheter was then placed within the uterus, and a balloon was inflated. Multiple spot fluoroscopic images were obtained during the administration of contrast. The patient tolerated the procedure well, and there were no immediate complications. Finding: the uterine cavity is normal in size, shape and position. Bilateral essure devices were noted. With administration of intravenous contrast, there was preferential intravasation of the contrast into lymphatic structures. No contrast was seen coursing along the fallopian tubes. No free peritoneal spill was seen. Visualized bony structures are unremarkable. Impression: status post essure placement with no evidence of spill from the fallopian tubes. Prominent intravasation. [Pathology test] on (B)(6) 2019: (B)(6) 2019 surgical pathology report: specimen received: foreign body, removal gross only essure explant x2 bilateral fallopian tubes final diagnosis: medical/surgical hardware, removal: medical/surgical hardware (gross examination only) fallopian tubes, bilateral salpingectomy: segments of fallopian tubes (x2), completely transected clinical history: essure explant x2 bilateral fallopian tubesgross description: essure explant (×2) the specimen consists of 2 elongated, coiled metal fragments with metal spirals that measure 2.6 and 3.0 cm in length and 1 stretched metal coil measuring 8.0 cm in length. A scant amount of red-tan soft tissue is present. The specimen is received in formalin, labeled with the patient's name, medical record number and "bilateral fallopian tubes ". The specimen consists of 2 non - fimbriated fallopian tube segments, one fragment of fimbriated, and multiple fragments of yellow-tan soft tissue. The non- fimbriated fallopian tube fragments measure 4.6 cm in length by 0.5 cm in diameter and 3.6 cm in length by 0.5 cm in diameter respectively. [Pregnancy test urine] on (B)(6) 2017: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .concomitant drug added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 913 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 913 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.